Manufacturer narrative:
The reporter's meter was provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  Occupation: patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekinrange meter with serial number (B)(4) compared to an unknown laboratory method. The reporter stated that the clinic told her she needs a new meter because her meter-to-laboratory comparison was off. The meter result at 6:36 am was 4.7 inr. The laboratory result at 10:00 am using a venous specimen was 3.5 inr. The therapeutic range is 2.0-3.0 inr. The interval of testing is weekly.